Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the insulin pump alarmed no delivery prior to the event, but the customer didn't change the infusion set. Advised to change the infusion set when getting a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.